Manufacturer narrative:
The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. The following alarm conditions were identified relative to the event time noted in the complaint: on (B)(6) 2015 at 8:22 p.m., the patient¿s rhythm changed from sinus tachycardia at a rate of 105 bpm to ventricular tachycardia (vtach) at a rate of 275 bpm with an abrupt decrease in arterial and pulmonary artery pressures. On (B)(6) 2015 at 8:22:27 p.m., a high priority low systolic alarm was triggered. The duration of the alarm condition was 274 seconds. On (B)(6) 2015 at 8:22:31 p.m., a high priority high rate alarm was triggered which was followed by a sequence of other high priority ECG alarms (i.e. Vtach, ventricular fibrillation and high rate). These sequential alarm conditions are labeled ¿stacked¿ within the database. This label applies to the database only; alarm messages displayed on the monitor would have been specific for each alarm condition. Duration of the ¿stacked¿ alarm condition was 280 seconds (4.7 minutes) which spans the event time described in the complaint. Since the alarm event described in the complaint was appropriately classified as documented in the database, we know of no reason that audible and visual alarm indications should not have been present at the event time since these indicators were confirmed as operational by a spacelabs field service engineer. This report is considered final and the issue closed.

Manufacturer narrative:
On site testing of the involved devices by a spacelabs field service engineer (fse) was declined by the facility since the equipment was in use on a patient without issue. The fse did observe and hear alarms from the beside monitor and the central monitor while the equipment was in use. Spacelabs has launched an investigation of this issue and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that a patient monitored with an xprezzon bedside monitor model 91393 with command module model 91496 experienced a three minute episode of ventricular tachycardia (vtach) that went unnoticed on (B)(6) 2015 at 8:22 p.m. No one was injured as a result of this event.